Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise and oversensing with pacing inhibition of greater than two seconds. The episodes coincide with a surgical procedure the patient had underwent. A magnet had been applied at the time of the episodes. The ICD system remains in service. No adverse patient effects were reported.